Event description:
The customer reported the live image on the monitor flickers. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep could not reproduce the issue. He replaced the video controller and the high voltage cable. The sys operates as intended.